Manufacturer narrative:
With regard to this complaint, an eva system and log files were returned for investigation. Investigation of the log files and the eva system could not reveal any issues. The reported event could not be reproduced and the machine was working within the release specifications.

Event description:
Problems with the compensation in vitrectomy surgery. The machine not work well.

Manufacturer narrative:
Log files of the eva system were received by dorc already. Investigation will be initiated as soon as the eva system is received. (B)(4).

Event description:
Problems with the compensation in vitrectomy surgery. The machine not work well.